Manufacturer narrative:
The device has not been rec'd by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that during a therapeutic placement of a rx wallstent biliary endoprosthesis on a male (age unk), the inner guide catheter detached during the stent deployment and remained "hung up on the proximal stent cage". The physician was unable to retrieve the catheter at the time of the procedure; however, in 2007, the physician dilated the stent and was able to remove the catheter. The pt's condition was reported as "fine".